Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope was insufficiently or incorrectly reprocessed. There were no reports of patient harm.

Manufacturer narrative:
The customer allegation was reviewed and the reported complaint was not confirmed. Based on the results of the investigation, a root cause was not identified. Labeling: this issue is addressed in the instructions for use (IFU): disassembling the forceps/irrigation plug. (Insulation type) (maj-891)(warning) be sure to disassemble the forceps/irrigation plug before it is cleaned, disinfected or sterilized. Otherwise, the forceps/irrigation plug may not be properly cleaned/disinfected/sterilized. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.